Manufacturer narrative:
The unit passed the rewind, basic occlusion, prime/compromised force sensor system, and displacement tests. The unit was stuck in the motor error alarm loop during bolus delivery and an e70 alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The unit had a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer called in to report a motor error alarm. The customer's blood glucose level was 140 mg/dl. During troubleshooting, the customer received an e70 alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.